Manufacturer narrative:
Batch review performed on 16 july 2018; lot 165112: (B)(4) items manufactured and released on 19 february 2016. Expiration date: 2021-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs infection, the pathogen is unknown. The surgeon washed out the knee and swapped the poly